Event description:
It was reported that during a bowel procedure, after first firing the device was loaded with a new cartridge, but there were no staples when the device was fired. There was no adverse consequence to the patient.